Event description:
The user received free t3 results for six samples which showed a "false" increase with normal free t4 and tsh. The samples were then repeated on a competitor analyzer and were within normal range. All results are in pg/ml. Sample 1 initial result was 13.99, repeat result was 8.71. Sample 2 initial result on (B) (6) 2009 was 4.72, repeat result on (B) (6) 2009 was 2.57. Sample 3 initial result on (B) (6) 2009 was 5.30, repeat result on (B) (6) 2009 was 3.51. Sample 4 initial result on (B) (6) 2009 was 7.08, repeat result on (B) (6) 2009 was 2.24. Sample 5 initial result tested on an unk date was 5.24, repeat result on (B) (6) 2009 was 4.28. Sample 6 initial result tested on an unk date was 9.08, repeat result on (B) (6) 2009 was 2.60. No info was provided to determine if erroneous results were reported or if the pts were adversely affected. If additional info is received, appropriate notification will be provided.